Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the proximal portion of tube where it had been embedded"), salpingitis ("inflamed fallopian tubes"), systemic lupus erythematosus ("lupus") and kidney infection ("kidney infection") in a 22-year-old female patient who had essure (batch no. 664660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (total number of pregnancies: 2), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008.), c-section (twice on (B)(6) 2006, (B)(6) 2008), joint pain (I have a referral for a rheumatologist, but no current treatment.), migraine (since 13 yrs old), psychological disorder nos, adenoidectomy and tonsillectomy. On (B)(6) 2015 she first received treatment for the events with a papsmear/ultrasound. Essure confirmation test: 2009, about a month after implant. (B)(6) 2009: dye test. Previously administered products included for an unreported indication: depo-provera from 2003 to 2005. Concurrent conditions included fatigue, urinary frequency, micturition urgency, pain in hip, urinary tract infection, constipation, vomiting, diarrhea, chills, fever, forgetfulness, numbness, nervousness, decreased appetite and change of bowel habit. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) and ibuprofen. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("chronic fatigue"), back pain ("back pain") and cyst ("cyst"). In 2010, the patient experienced infection ("infections/ continuous infections"). In 2015, the patient experienced pelvic pain ("severe and persistent pelvic pain/pain in female region, but after essure placement, the pain tripled") and abdominal pain lower ("stabbing and cramping pain in lower abdomen/constant pain in lower abdomen"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant) and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with hydrocodone, naproxen sodium (midol extended relief caplet), physical therapy and surgery (diagnostic laparoscopy with partial salpingectomy and removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, salpingitis, systemic lupus erythematosus, kidney infection, fatigue, mental disorder, back pain and cyst outcome was unknown and the infection and abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, cyst, embedded device, fatigue, infection, kidney infection, mental disorder, pelvic pain, salpingitis and systemic lupus erythematosus to be related to essure. The reporter commented: she did not claim that she was allergic to nickel or any other component of essure or hypersensitivity reaction to nickel or any other component of essure. She first received treatment for these on (B)(6) 2015 with a papsmear/ultrasound. After the essure removal, she experienced less pain in my lower abdomen. The infections slowly decreased. The pain in my abdomen is not as frequent as before. Kidney infection (B)(6) 2015 and 2017 admission diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: results: negative; on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflamed fallopian tubes"), systemic lupus erythematosus ("lupus") and kidney infection ("kidney infection") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (total number of pregnancies: 2), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008.), c-section (twice on (B)(6) 2006, (B)(6) 2008), joint pain (I have a referral for a rheumatologist, but no current treatment.), migraine (since 13 yrs old) and psychological disorder nos. Previously administered products included for an unreported indication: depo-provera from 2003 to 2005. In 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("chronic fatigue"), back pain ("back pain") and cyst ("cyst"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced infection ("infections/ continuous infections"). In 2015, the patient experienced pelvic pain ("severe and persistent pelvic pain/pain in female region, but after essure placement, the pain tripled") and abdominal pain lower ("stabbing and cramping pain in lower abdomen/constant pain in lower abdomen"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant) and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with naproxen sodium (midol extended relief caplet), hydrocodone, surgery (she underwent essure removal on (B)(6) 2015) and physical therapy. Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, systemic lupus erythematosus, kidney infection, fatigue, mental disorder, back pain and cyst outcome was unknown and the infection and abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, cyst, fatigue, infection, kidney infection, mental disorder, pelvic pain, salpingitis and systemic lupus erythematosus to be related to essure. The reporter commented: she did not claim that she was allergic to nickel or any other component of essure or hypersensitivity reaction to nickel or any other component of essure. She first received treatment for these on (B)(6) 2015 with a papsmear/ultrasound. After the essure removal, she experienced less pain in my lower abdomen. The infections slowly decreased. The pain in my abdomen is not as frequent as before. Kidney infection (B)(6) 2015 and 2017 admission. Diagnostic results: on (B)(6) 2015 she first received treatment for the events with a papsmear/ultrasound. Essure confirmation test: 2009 about a month after implant. (B)(6) 2009: dye test . Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received, essure start date update,new event kidney infection were added . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the proximal portion of tube where it had been embedded"), salpingitis ("inflamed fallopian tubes"), systemic lupus erythematosus ("lupus") and kidney infection ("kidney infection") in a 22-year-old female patient who had essure (batch no. 664660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (total number of pregnancies: 2), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008.), c-section (twice on (B)(6) 2006, (B)(6) 2008), joint pain (I have a referral for a rheumatologist, but no current treatment.), migraine (since 13 yrs old), psychological disorder nos, adenoidectomy and tonsillectomy. Previously administered products included for an unreported indication: depo-provera from 2003 to 2005. Concurrent conditions included fatigue, urinary frequency, micturition urgency, pain in hip, urinary tract infection, constipation, vomiting, diarrhea, chills, fever, forgetfulness, numbness, nervousness, decreased appetite and change of bowel habit. Concomitant products included ibuprofen and vicodin (lortab). In 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("chronic fatigue"), back pain ("back pain") and cyst ("cyst"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced infection ("infections/ continuous infections"). In 2015, the patient experienced pelvic pain ("severe and persistent pelvic pain/pain in female region, but after essure placement, the pain tripled") and abdominal pain lower ("stabbing and cramping pain in lower abdomen/constant pain in lower abdomen"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant) and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with naproxen sodium (midol extended relief caplet), hydrocodone, surgery (diagnostic laparoscopy with partial salpingectomy and removal of essure), surgery (diagnostic laparoscopy with partial salpingectomy and removal of essure) and physical therapy. Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, salpingitis, systemic lupus erythematosus, kidney infection, fatigue, mental disorder, back pain and cyst outcome was unknown and the infection and abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, cyst, embedded device, fatigue, infection, kidney infection, mental disorder, pelvic pain, salpingitis and systemic lupus erythematosus to be related to essure. The reporter commented: she did not claim that she was allergic to nickel or any other component of essure or hypersensitivity reaction to nickel or any other component of essure. She first received treatment for these on (B)(6) 2015 with a papsmear/ultrasound. After the essure removal, she experienced less pain in my lower abdomen. The infections slowly decreased. The pain in my abdomen is not as frequent as before. Kidney infection (B)(6) 2015 and 2017 admission diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2013: negative on (B)(6) 2015 she first received treatment for the events with a papsmear/ultrasound. Essure confirmation test: 2009 about a month after implant. (B)(6) 2009: dye test . Concerning the injuries reported in this case, the following one/ones was/were reported via social media: embedded device" most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number, reporter, event -"the proximal portion of tube where it had been embedded "concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflamed fallopian tubes") and systemic lupus erythematosus ("lupus") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (total number of pregnancies: 2), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008.), c-section (twice on (B)(6) 2006, (B)(6) 2008), joint pain (I have a referral for a rheumatologist, but no current treatment), migraine (since 13 yrs old) and psychological disorder nos. Previously administered products included for an unreported indication: depo-provera from 2003 to 2005. In 2009, the patient had essure inserted. In 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, systemic lupus erythematosus (seriousness criterion medically significant), infection ("infections/ continuous infections"), fatigue ("chronic fatigue"), abdominal pain lower ("stabbing and cramping pain in lower abdomen/constant pain in lower abdomen"), back pain ("back pain") and cyst ("cyst"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with naproxen sodium (midol extended relief caplet), hydrocodone, surgery (she underwent essure removal on (B)(6) 2015) and physical therapy. Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, systemic lupus erythematosus, fatigue, mental disorder, back pain and cyst outcome was unknown and the infection and abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, cyst, fatigue, infection, mental disorder, salpingitis and systemic lupus erythematosus to be related to essure. The reporter commented: she did not claim that she was allergic to nickel or any other component of essure or hypersensitivity reaction to nickel or any other component of essure. She first received treatment for these on (B)(6) 2015 with a papsmear/ultrasound. After the essure removal, she experienced less pain in my lower abdomen. The infections slowly decreased. The pain in my abdomen is not as frequent as before. Kidney infection (B)(6) 2015 and 2017 admission diagnostic results: on (B)(6) -2015 she first received treatment for the events with a papsmear/ultrasound. Essure confirmation test: 2009 about a month after implant. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.